Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that during bolus the up button key on the insulin pump would scroll and was unable to get it stop or exit. Customer's blood glucose was 178mg/dl. Troubleshooting was done. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.